Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Emi was reported. The patient went and visited someone in prison and had to walk through the security gate. They said stimulation went way up high and they couldn't adjust stimulation. No further patient complications have been reported as a result of this event.